Manufacturer narrative:
Maquet cardiovascular received the device on 5-jan-2010. Quality will evaluate the device and perform investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder activated by itself and would not turn off. A replacement device was used to complete the procedure. The hospital did not report any patient complications. Product is returning.